Event description:
Per complaint (B)(4), implant failed to integrate. Patient had an infection, dehiscence and granulated/ fibrous tissue around the implant.

Manufacturer narrative:
Follow-up submitted to report device evaluation.